Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Failure of lps medical record was reviewed by clinician. On (B)(6) 2023, the patient was revised to address dislocation of the tibial tray and insert. It was noted that this event was due to condition of the soft tissue. The femoral component was also revised for unknown reason. Follow-up is being conducted.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: on (B)(6), 2023, the patient was revised to address dislocation of the tibial tray and insert. It was noted that this event was due to condition of the soft tissue. The femoral component was also revised for unknown reason.

Event description:
X-rays on (B)(6) 2023 revealed that the lps prosthesis was dislocated between the tibia part and the liner. The leg was bandaged and was neurologically intact. Subacute reoperation was carried out on (B)(6) 2023. The instability is not due to polyethylene wear on the liner and the prosthetic components were not malrotated. In the primary surgery on (B)(6) 2023, we preoperatively accepted some shortening of the leg, which gave a better bending movement in the knee. It then turned out that the femur construct was too short in relation to the bone loss and the tension in the soft parts, so the prosthesis could dislocate. Dislocation was secondary to instability and not failure of the implant. We cannot answer point g ¿ the hinge pin is not separately packed with us.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.